Manufacturer narrative:
Return of the product was requested but still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The event occurred in the USA during treatment. It was reported that something (fungus, clot, unknown) grew inside the quadrox-ID at the de airing port. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that that a quadrox oxygenator-model hmod 70000-USA; lot # 3000179543 has potential growth of mold / bacteria in the ECMO oxygenator. Customr lab performed a gram stain, which showed no organisms. All blood cultures remained with no growth." No harm was reported. The returned product was technically investigated at the laboratory of the manufacturer. The inspection did contain several investigation steps, listed as follows: visual inspection. The complained product was visually inspected acc. To the investigation plan. During this visual inspection no damages (for example cracks, fractures or deformations) could be identified. The sample still was completely filled with blood. Cleaning procedure. The cleaning process ¿lv 205¿ was conducted over 4 days and 3 nights, which reflects an increased cleaning effort compared to complained products with less clotting appearance. Within this cleaning procedure the cleaning agent ¿sodium hypochlorite¿ is used, which is known to cause product damages at higher use durations. In parallel this cleaning agent is required to prepare the complained product to ensure a safe investigation of the product for the laboratory employees. After the above mentioned cleaning duration, it was decided to cancel the cleaning process and to start the investigations by using a closed, disposable circuit. Integrity testing. Integrity tests of the blood- and water side were conducted. During the integrity test of the bloodside leaks at the de-airing connector and the gas outlet were observed. Since the customer did not complain about any issues regarding leaks or loss of product performance, it is assumed that the leaks were most probably caused by an interactions of following facts: - the product was in use by the customer with contact to fluids like priming solution and blood. Therefore the product cannot be thought of as unused. Product features such as the integrity are linked to the single use of the disposable. The investigations that are conducted in the complaint laboratory of mcp reflects a second use of the product .- during the return of the complained product another than the original packaging was used, therefore transport damages cannot be excluded. - an exceeded cleaning process was required to ensure the safety of the lab employees during the further investigations as best as possible. Therefore it cannot be excluded that the cleaning procedure caused any damages to the product which compromise to the products integrity. In addition it is important to consider the time when the single leaks could be identified. The de-airing connector leaked already during the product priming, the gas outlet connector leaked 2 mins. After applying an external pressure of 400mmhg +/-50mmhg to the oxygenator. After blocking the leakages at the gas outlet and the gas outlet connector no further leaks were observed. In case the leakages had been present during operation the customer would have noticed them. That indicates that the product integrity was compromised after the patient treatment. To get more knowledge about the integrity status of the housing, an additional test with 1.5 bar compressed air and blocked gas in- and outlets as well as blocked water connectors was conducted in a water bath. During this test no gas leaks could be observed, wherefore air entry at the housing during the treatment can be excluded. Overall conclusion the failed integrity test of the oxygenator¿s bloodside considered to be caused by the interactions of different aspects. The observed leaks showed up within 2 minutes and would have been observed by the customer, but the failure description of the customer states, that there were no changes in flow, pressures and oxygenator performance and due to the absence of any information regarding leaks, there is an indicator that the product integrity was compromised after the patient treatment. As the failure description indicates a probable contamination of the product, it can be stated that the entire housing showed no leaks during the investigations, therefore the integrity of the part of the quadrox-ID where relative negative pressure is present was not compromised. The production records of the affected quadrox-ID (batch 3000179543, 3000181774) were reviewed. Following tests are performed as a 100 % inspection: - leak test after welding - pressure test heat exchanger - leak test water side - leak and flow test gas side - pressure test blood side - coating test according to the final test results, the oxygenator with the serial# 3833 passed the test as per specifications. Production related influences can be excluded. A nc review was performed for the reported product and batch; in regards to manufacturer date of 2021-10-11 no non conformance were found associated with the reported failure. As a immediate action a hhe (health hazard evaluation) will be started. Within the course of the hhe further actions will be defined. Furthermore a medical assessment of the reported event is still pending. An follow up report will be submitted when the pending information becomes available. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Microbiological and sterilization investigations and evaluations: microbiological review: microbiological examination of the complaint sample was performed by external laboratory in order to characterized the microbial growth associated with the complaint sample. No microbiological source identified from the swab sample, thus characterization was not possible. It is unlikely the organism would be derived from the product as the product is terminally sterilized as discussed below. Sterilization review: the quadrox-ID product was provided as sterile. The product is sterilized by ethylene oxide gas. The product lot in question was traced back to its respective sterilization process. The routine sterilization process is also monitored with biological indicators to demonstrate the efficacy of the sterilization run. The sterilization processes were delivered within specification and biological indicator results from each of the sterilization processes tested negative for growth (sterile). There is no indication that the suspected contamination could be attributed to the sterilization process. -sterilization process and validation review: the sterilization process, identified as cycle 2 is an established sterilization cycle that has been qualified and in use since approximately 2005. The sterilization process has been validated per the industry standards. The process is formally reviewed annually and periodic requalification of the process have been executed to confirm the efficacy of the process the sterilization process has been validated by an overkill sterilization method according to the sterilization standard 11135. This approach is conservative in nature and is based on a reference organism in the form a biological indicator with both high population and high resistance to the sterilization process. Per the standard sterilization processes qualified in this manner are conservative in nature and often use a sterilization treatment in excess of what is necessary to achieve sterility. The latest annual review completed in may of 2022 reviewed the sterilization for year 2021. There were no changes made to the sterilization cycle. The annual review demonstrated a state of control with no history of repeated nonconforming events in regards to sterilization at sterigenics wiesbaden. Microbiological quality review: the microbiological characterization from the complaint sample does not suggest organisms that represent challenge to the sterilization the ethylene oxide sterilization process. The ethylene oxide sterilization process is validated with known a high population and known high resistance bacterial spore of bacillus atrophaeus. There is one known mold organism that can represent a challenge to the sterilization process, pyronema domesticum. P. Domesticum is associated with cotton material sourced from china, where the product of interest is produced from synthetic plastic materials. According to sandle t. A (2011)*1 and barnett et al. (2007)*2 the most common fungi found in clean rooms are penicillium, aspergillus and trychopyton. Within hechingen site clean rooms the genus penicillium was identified in 9 cases and aspergillus in four (4) cases, while only one (1) trychopyton species was identified. Additionally, nine (9) microbial ids did not determine any species or genus and were determined to be mold. These identifications account for about 1.02% of all microbial ids performed, which is according to sandle t. A (2011)*1 typical for grade c cleanroom areas not considering other mold species present in the clean rooms. The samples were taken over the course of the year, however most of the ids were reported between (B)(6), as in about 43% of all mold was detected during clean room qualification activities. In 2020 in total 37 ids were reported from aspergillus (4), penicillium (17) and mold (16) accounting for 1.82% of all microbial ID samples. Hence when comparing 2021 to 2020 there is no obvious negative trend detectable. Thus there is no information to suggest the source of the organism, related to the reported complaint, is associated with, or arises from, the product. Conclusion: the sterilization process has been validated, periodically reviewed, and periodically requalified to confirm the sterilization process is effective. The characterization of the organism growth is not representative of those that known to present a challenge to the sterilization process. There is no indication the suspected contamination is related to the design of the sterilization process. Packaging of the product there are no known packaging issues at the quadrox-ID that could lead to a compromised primary sterile barrier. Therefore it is unlikely that the primary sterile barrier of complaint (B)(4) has been compromised. As no packaging complaints regarding the quadrox-ID have been received, but with complaint (B)(4) at least one potentially contaminated product has been observed, the absence of a correlation between packaging issues and contaminated products can be supported furthermore, a medical assessment was performed with the following outcome: medical assessment (clinical preparation and practice, therapeutic application, and patient-related root causes): the clinical evaluation of the reported events during preparation, set-up, and clinical application were particularly challenging to assess; therefore developing a possible root cause that may have led to this complaint and observation is equally challenging. Limited information was provided by the clinic in the correspondence and follow-up supplemental questionnaire. An extensive investigation of manufacturing (production and sterilization) packaging, shipment and storage by getinge subject matter experts failed to uncover a root cause, or root causes, that may be associated with this event (maquet cardiopulmonary gmbh, 2022). As a result of the internal investigation, the working hypothesis, based on the available information for this medical assessment (and the broader investigation conclusions), may suggest the device was contaminated during preparation, priming, or at some point during therapy. This is opposed to a possible root cause as originating in the highly controlled areas of device production, manufacturing, packaging shipping and storage. The evaluation above, thus, focused on three areas: clinical preparation and practice (assembly and priming) and possible patient-related root causes. A number of items, as a result of the evaluation, warrant mentioning and may have been contributory, however but do not provide or suggest a conclusive root cause. A breach in sterile technique or sterile conditions may be a vector for contamination. During therapy application a nosocomial infection cannot be ruled out. As an assumption only, pre-priming the disposables for long durations (up to 30 days prior to use) could promote or at least provide an opportunity for device contamination leading to fungal growth. In this instance, the clinic provided limited information in the survey questionnaire and was not able to quantify the duration of pre-priming. In balance, bacterial growth and/or fungal growth, as reported in this complaint, has not been associated with pre-priming in the literature. Furthermore, multiple publications have supported the safe practice of pre-priming of extracorporeal circuits for extended periods prior to actual use for extracorporeal CPR protocols and emergency ECMO interventions. (Weinber, miko, beck, bacchetta, & mongero, 2015; tan, et al., 2018; joint commission, 2021; abrams, et al., 2018). Despite the increasing practice of pre-priming, getinge has not sanctioned this approach in training materials or in the instructions for use, as the conservative evidence neither supports nor refutes this practice. The examination of the bio-material accumulation appeared to be associated with clot around the luer fitting (see figure 1). Unfortunately, the clinic¿s response did not include anti-coagulation metrics, (aptt, d-dimer, ecarin clotting time (ect) and liver function/renal function) and, as a result, no possible root causes or associations can be proposed with respect to the overall effectiveness of the anti-coagulation regimen and monitoring. A review of the available patient related factors that may contribute to contamination of the extracorporeal circuit was inconclusive. The patient had negative blood cultures based on the hospital¿s laboratory measurements. Medications that are known to promote fungal growth in intensive care patients were not included in the report. A non-exhaustive review of the english language literature did not produce a publication or case report similar to this finding. Further consultation with getinge clinical and medical subject matter experts also did not result in any occurrence or experience consistent with this complaint. In summary, an extensive internal investigation (maquet cardiopulmonary gmbh, 2022) failed to identify a vector associated with product contamination based on an internal audit of tightly controlled quality processes in production, manufacturing, shipping, and storage. The assessment and evaluation suggests, based on limited information that the contamination may have occurred during device preparation, priming, or at some point during therapy. Contamination during these isolated chain of events may be associated with a use error based on a breach of aseptic technique but cannot be confirmed. A patient borne vector cannot be ruled out, but has not been described to date in the literature. The clinic reported there was no negative sequelae associated with the complaint, and no reported decrease in product performance of the quadrox ID oxygenator module during therapy. The patient received a successful lung transplant and was discharged from hospital. Thus the reported failure "potential growth of mold / bacteria" was confirmed but was most probable not associated with or contributed by a product related malfunction. The exact root cause of the reported event could not be determined. As a immediate action a hhe (health hazard evalution) will be initiated. Within the course of the hhe further actions will be defined. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).